Event description:
The customer reported that the iabp suddenly started to beep loud and no errors was shown. Restart did not help, the unit is constantly beeping even though the mains and the batteries are unplugged. No patient was involved. The event occurred prior to use on a patient.

Manufacturer narrative:
The company representative replaced the unit with a new one. (B)(4). A field action was initiated and this unit was also included in the field action (FDA recall number z-0662-2013). There is a possibility that the coiled cord assembly, a prominent connector cord between the cardiosave housing and the dual display head which secured the iabp may fail as result of mishandling. The returned unit was repaired, safety checks performed to factory specifications and returned to stock. (B)(4).